Manufacturer narrative:
A ge representative evaluated the system and replaced a power supply module. The system operates as intended.

Event description:
The customer reported that intermittently the system has to be rebooted in order to get a fluoroscopy image. There is no report of patient injury or death.